Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that there was dehiscence of the suture. After the operation, the surgeon found a tumentia on the surgical site. The surgeon conducted an emergency operation. The skin over the clip on the left lumbus showed a rubor. The surgeon extracted the gold clip of hybrid type on the left rib to lumbus. The surgeon extended the right hybrid type at 1.0 cm and cradle type at 0.5 cm. The surgeon exchanged two gold clips. This report is for an unknown vertical expandable prosthetic titanium rib. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.